Manufacturer narrative:
According to the customer, a nurse was obtaining a sample from the urine collection port and the "whole port came off". Due to this, urine was leaking and the sterility of the system was lost. The customer reported, due to this the foley was replaced. The customer reported no injury to the patient. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Sample port dislodged requiring foley catheter replacement.

Manufacturer narrative:
Updated type of investigation and investigation conclusion based on information received.